Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2022. Customer¿s blood glucose level was 675 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip high blood glucose level. Customer stated that blood glucose did not came down. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Insulin pump had a cracked. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for alleged high bg's/dka on (B)(6) 2022. The customer alleged cosmetic damage located at the back of the pump. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. Device was received with a cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, peeling serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged high bg's/dka. Cosmetic damage was confirmed at the back of the insulin pump. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.